Event description:
It appeared that the patient experienced oral medication overdose resulting in death. The death was not device related. No rotor or catheter study was done. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump and sutureless catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.